Event description:
It was reported that the patient had gastroparesis and had their implantable neurostimulator (ins) implanted for pain and stomach issues. The ins had adapted to the patient¿s system. If the patient got worked up, stressed out, or in any pain they would feel stimulation more strongly. The patient¿s device ¿wigs out a little bit¿ and was part of the patient¿s system now. The patient¿s pain had worsened over the years and the patient was no longer taking po medications for a year prior to the report. The patient¿s stimulator had helped them. The patient¿s recharge interval was 3 to 5 days based on how high their stimulation was. The patient has not had their system checked since implant. The patient was going to see their doctor on the day of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead;; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).